Event description:
The patient will be revised due to anomalies caused by mom on (B)(6) 2014. Doi - (B)(6) 2012. The sample is unable to return since revision will be conducted on (B)(6) 2014 and all implants are still inside of patient¿s body.

Manufacturer narrative:
Meaningful visual evaluation of the returned devices is not possible as they were received heavily contaminated with bodily tissue and fluids. A search of the complaints databases finds other reports against the reported ultamet femoral head product/lot code. Per procedure, this device is exempt from DHR review. A complaint database search finds no other reported incidents against the remaining provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.